Manufacturer narrative:
Photographs, video and the smart card were provided by the customer for evaluation. A review of the smart card data confirmed the occurrence of alarm #54: ac line air detected. A visual examination of the photographs and video confirm the tubing leak. It is unlikely the anticoagulant tubing segment was damaged prior to product release as an in-process leak test is performed on all cellex kits prior to packaging. A material trace of the tubing used to manufacture lot h123 showed no non-conformance. A device history record review did not result in any related non-conformances. This lot passed all lot release testing. The cause for the alarm #54: ac line air detected is due to the damaged tubing. A root cause for the tubing leak could not be determined from the information provided. No manufacturing related defects were identified through this investigation. No further action is required at this time. Investigation complete. (B)(4), 12/12/2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h123 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h123 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs, video, and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Customer stated that they received an alarm #54: ac line air detected alarm after approximately 100 ml of whole blood had been processed. The treatment was aborted and as the customer removed the kit she discovered a leak in the anticoagulant tubing. The customer stated that the patient was stable and received a new treatment after consultation with a physician. The customer returned photographs, a video and the smart card for investigation.